Manufacturer narrative:
Device evaluation: seven used devices were received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed, and leaks were identified at luer tube bond. The probable cause hasn't been identified.

Manufacturer narrative:
H3/h6: seven used devices were received for evaluation. No damage or anomalies were observed during the visual inspection. The functional testing was performed, and a leak was observed at the tube luer junction of all the cassettes except sample 3. The luer tube bond was separated and the tube and bond pocket was inspected for each cassette. A solvent channel was observed on each tube. The complaint of leakage can be confirmed due to the failure mode observed of leakage at luer tube bond. A device history record (DHR) review was conducted, which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
The customer stated that there was liquid leakage from the connection part between the tube and the connector. There was no patient involvement. Evaluation of the returned device confirmed the reported issue of leakage through testing.